Manufacturer narrative:
Additional information: block d4 (serial #, UDI). Block h8. Investigation results: device information was provided by customer. The device was not available for investigation. The device history records have been checked for the available lot number and found to be according to the specification, valid at the time of production. No further complaints registered against the same lot number. According to the corresponding IFU, a maintenance should be executed on regular basis. Such a maintenance could not be found in our database for the above mentioned serial number. Therefore, we suspect that the failure is wear and tear related. Based on the current information and without a product, a clear conclusion can not be drawn. It is possible that wear and tear led to the described failure pattern.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with microspeed uni. According to complaint description it was reported that the switch couldn´t be pressed and removed. The patient harm is unknown. Additional information was not provided nor available / was not available. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4).